Manufacturer narrative:
Product analysis: could not confirm programmer issue. Programmer left overnight with no faults noticed. Hard drive health less than 100%. Replaced hard drive as preventative using salvage material. Re-imaged hard drive and reloaded software. Device passed functional and system tests. All salvage material used were visually inspected and functionally tested. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer restarts suddenly. The programmer was returned for service. There was no patient involvement.